Event description:
It was reported that the patient was presented in the emergency room with pneumonia and diaphragmatic stimulation. X-ray imaging was performed to check the lead position. It was observed that the diaphragmatic stimulation appeared to be caused by the lv lead. The physician elected to program the device to rv-only pacing, and scheduled the patient for another date to reposition the lv lead. No further information is available.